Manufacturer narrative:
(B)(4). Internal file number - (b)(4: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left subclavian artery. An 8.0 x 59 mm omnilink elite stent delivery system (sds) was selected for the procedure. The sds was advanced to the lesion and would not cross due to the anatomy. During removal of the sds from the anatomy, the stent implant dislodged from the balloon. An unspecified balloon catheter was used to implant the stent in a different part of the proximal left subclavian artery outside the target lesion. Following pre-dilatation with an unspecified balloon catheter, a new 8.0 x 39 omnilink elite stent implant was successfully deployed in the lesion. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to advance and stent dislodgement could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.